Event description:
Revision of knee components due to significant wear of the postero-medial aspect of the insert. Surgeon reported that pt was going fine from a clinical point of view and was stable on varus and valgus stress test.

Manufacturer narrative:
Engineering eval of the returned femoral component noted the deepest aspect of the patella groove showed evidence of contact with the patella button, as the polishing was slightly tarnished. Similarly, the lateral condyle showed evidence of contact with the corresponding tibial insert. The medical condyle showed severe alteration of the polished surface with a matte aspect consistent with metal transfer. The inner box was almost free of pmma bone cement, with only residue identifiable on the posterior aspect of the anterior flange. The device history record review provides assurance the part was accepted with conformance to the product requirements.